Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic visit, with a device that had reached premature eri/eol. The patient had not received any therapies. The device was explanted and replaced.